Event description:
It was reported that the charger was not charging the ilet until the user repositioned the device on the charging pad, after which charging proceeded as expected. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy that required medical care. Customer care provided phone-based troubleshooting and user education on proper device placement. Investigation of this case revealed user-related placement error with the external charger and no device malfunction observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.